Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they needs to reposition the insulin pump to read display. The customer¿s blood glucose value was 131 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer also mentioned that the insulin pump had cosmetic damage. The customer was also reported that the insulin pump had scuff marks on the center and middle of screen. The customer was advised that the insulin pump needed to be replaced and to discontinue the use of insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device received with scratched display window .a.